Event description:
Excessive poly wear in a monolithic pca cup; therefore, the poly was disengaged from the monolithic cup and a competitors poly liner was cemented back in the cup as a replacement.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.